Manufacturer narrative:
Additional information: the lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was not noted when advancing the device. Excessive force was not used. Product analysis #706939284: images were provided showing treatments on the (B)(6) 2024. The treatment on the (B)(6) failed to show the reported dislodgement of the stent. No images of the subclavian vessel were provided, and the retrieval of the dislodged stent cannot be confirmed from the images. The images from the (B)(6) show the successful delivery and deployment of a stent that was post dilated. This was followed by treatment in the lcx. No issues were observed from the images on the (B)(6). The reported dislodgement is inconclusive, and the cause cannot be determined from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the dislodged stent was received for analysis captured on a snare. The delivery system was not received. Deformation and stretching were evident to the dislodged stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx trustar coronary drug eluting stent to treat a non-tortuous, severely calcified lesion in the proximal right coronary artery (rca). The device was inspected with no issues. Negative prep was not performed. It was reported that stent dislodgement occurred during delivery to the lesion. The stent was positioned in the subclavian artery and through a rescue loop introduced into a guide catheter the entire system was removed. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did lead to or extend patient hospitalization. The patient was scheduled for device implantation for a second time. The patient is alive with no further injury.

Manufacturer narrative:
Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.